Event description:
Patient implanted with a locking screw for an unknown injury on an unknown date presented with a limp left hand and left radial nerve palsy during a follow up visit to the dr. The patient returned to the or and the locking screw was removed.

Manufacturer narrative:
This device is for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.